Event description:
It was reported that during a trial procedure, patients calcifications were too much causing difficulty for the physician to penetrate through to enter epidural space. It was noted that the patient had ankylosing spondylitis. The patient had a wet tap, the case was aborted, and leads were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6).